Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the lock pin mechanism tightened and a portion of stent partially exposed. The device was identified from the strain relief as 120mm. Approx 11mm of the stent was exposed from the device. A 20cc water filled syringe was used to flush the device through both the annual spaces, it was able to flush through both the spaces. An in-house 0.035¿ guidewire was used for guidewire loading check, and it was able to advance through the device. The device was loaded into a deployment fixture, the stent did not even deploy with a maximum peak force of 4.10lbs which is higher than the recommended deployment force, (should be less than 3.00lbs). The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 29mm and 31mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a 90mm 90% stenosed fibrous lesion in the proximal right common iliac artery using the protege ef, deployment issues occurred. There was moderate tortuosity and mil calcification. The stent opened initially but did not expand to its full size and length and was unable to deploy as intended. The lesion was pre-dilated with a 5mm device prior to attempted stent deployment. No resistance during advancement. The lock-pin was removed prior to deployment. The stent was explanted due to these device-related deployment issues. The stent was removed; the long sheath was used for stent deployment and the same sheath was proceeded further to retrieve the stent into the sheath. The doctor tried to pull the entire stent body in the sheath. Both the stent body and sheath were removed and the sheath was again placed over the guidewire to complete the procedure with another stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: still image evaluation: one image was provided for evaluation. The image represents the stent being partially deployed from the protege everflex device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.